Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 23. On (B)(6) 2025 , the implant was removed upon patient¿s request. Patient presented with bone type iii, poor oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and abscess. No further patient complications were reported.